Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility a glove got caught and wrapped around the head of the device. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure. There was no injury associated with this malfunction. The device was sent to stryker instruments for evaluation. During functional testing by a service technician at the manufacturer facility, it was found that the device was leaking an unknown substance. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported glove wrapped around the head of the device was confirmed by a manufacturer service technician through visual inspection. During evaluation, it was also noted that the device was leaking an unknown substance near the head/collar of the device. Upon disassembly, no component failures were found to contribute to the reported events. Possible causes for the presence of glove debris or other substances on the device include mishandling/misuse, not following warnings provided in the IFU, or improper/non-recommended cleaning and sterilization practices at the user facility. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility a glove got caught and wrapped around the head of the device. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure. There was no injury associated with this malfunction. The device was sent to stryker instruments for evaluation. During functional testing by a service technician at the manufacturer facility, it was found that the device was leaking an unknown substance. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.